Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an occlusion alarm. The customer's blood glucose (bg) level was 328 mg/dl and a bolus was delivered to address the high bg level. As the customer had changed the pump supplies, tandem technical support was unable to troubleshoot to determine a possible cause of this alarm.